Manufacturer narrative:
H3: additional information: device evaluated by manufacturer - yes h4: correction: in initial report, the manufacturer date provided was inadvertently reported as 11/01/2019, however the correct date is 11/13/2019. A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2020 and presented on (B)(6) 2021 with severe pain in the right eye (od) and was unable to keep eyes open. Patient was diagnosed with epithelial basement membrane dystrophy (embd). The topical steroid dosage was increased and a flap lift and scrape was performed. It was stated that the patient had no loss of best corrected visual acuity (bcva) however, measurement reading showed decreased visual acuity. The patient complained of foreign body sensation, severe pain and blurry vision. Patient reported symptoms are interfering with daily activities. Patient is scheduled for a post-op visit on (B)(6) 2021. Bcva from (B)(6) 2020: right eye pre-op 20/20 -7.75 x -.50 x 168, left eye pre-op 20/20 -6.75 x .00 x 90. Bcva from (B)(6) 2020: right eye post-op 20/30 7.50 x -.50 x 168, left eye post-op 20/20 -6.75 x .00 x 90.